Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, it was noted that the patient had received inappropriate therapy. Diagnostic imaging was performed which revealed the right ventricular (rv) lead was dislodged. The lead was explanted and replaced to resolve the event and the patient was in stable condition.